Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 853 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and vitamin d deficiency to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: case upgraded to serious incident. Date of essure insertion and removal and patient's date of birth were received. The adverse event medical device removal was added and imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 853 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal and vitamin d deficiency to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure implant located within the omentum adherent to anterior abdominal wall.") And embedded device ("essure implant located within the omentum adherent to anterior abdominal wall.") In a 37 year-old female patient who had essure inserted (lot no. Co6472) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker, surgery (cesarean section essure tubal ligation: (B)(6) 2014. Cervone failed on right (misplaced on hsg)), migraine, parity 4, gravida I and obesity. Previously administered products included: tri-sprintec, inderal, imitrex [sumatriptan] and topamax. The patient had a family history of diabetes and cancer (colon cancer prostate cancer). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 974 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (laparoscopic removal of essure and right salpingectomy; lysis of adhesions.). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, embedded device and vitamin d deficiency to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.139 kg/sqm. [Hysterosalpingogram] on 29-jan-2015: procedure: dia/hysterosalpingogram reason for exam: tubal litigation status hysterosalpingogram: clinical indication: assess tubal ligation status. Right essure coil is superiorly migrated and likely extrauterine. Impression: 1. Patent right fallopian tube with migrated essure coil. 2. Occluded left fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498) and device breakage (10012575)and device dislocation (10064684). The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number and expiry date added .non drug treatment updated events embedded device and device breakage and device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure implant located within the omentum adherent to anterior abdominal wall.") And embedded device ("essure implant located within the omentum adherent to anterior abdominal wall.") In a 37 year-old female patient who had essure inserted (lot no. C06472) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker, surgery (cesarean section essure tubal ligation -31oct2014 cervone failed on right (misplaced on hsg)), migraine, parity 4, gravida I and obesity. Previously administered products included: tri-sprintec, inderal, imitrex [sumatriptan] and topamax. The patient had a family history of diabetes and cancer (colon cancer prostate cancer). On 31-oct-2014, the patient had essure inserted. On 01-jul-2017, 974 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed on 17-jul-2017. On unknown date she experienced embedded device (seriousness criterion intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (laparoscopic removal of essure and right salpingectomy; lysis of adhesions.). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, embedded device and vitamin d deficiency to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.139 kg/sqm. [Hysterosalpingogram] on 29-jan-2015: procedure: dia/hysterosalpingogram reason for exam: tubal litigation status hysterosalpingogram: clinical indication: assess tubal ligation status. Right essure coil is superiorly migrated and likely extrauterine. Impression: 1. Patent right fallopian tube with migrated essure coil. 2. Occluded left fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498) and device breakage (10012575)and device dislocation (10064684) batch no~c06472 production date~2013-12-20 expiration date 2016-12-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.